Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested with customer's battery and power cord and functioned as intended. The pump did not power off during use and no visual abnormalities that could cause or contribute to the reported problem were observed. The battery module was evaluated for separately and an improper shutdown did not occur when tested with a known good pump. The pump did not power off during use and no visual abnormalities that could cause or contribute to the reported problem were observed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was performed. An event occurrence date was not provided, however the user programmed an infusion of norepinephrine on (B)(6) 2024. On (B)(6) 2023, the last ¿power status¿ recorded in the log indicated that the pump was plugged in. The pump exited sleep mode and a "battery error! Error 3" occurred and was confirmed by the user. 15 minutes later the user programmed an infusion of epinephrine in the anesthesia care area. User put the pump in standby mode, the infusion was not started and ran the pump at this time. 7 hours later, the user powered on the pump and an "improper shutdown!" Message occurred. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump powered off without user input during infusion of levophed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.